Event description:
Literature was reviewed regarding a patient-level analysis of trial participants who experienced cardiovascular mortality or stroke following either transcatheter aortic valve implantation (tavi) or surgical aortic valve replacement (savr). Two intra-procedural strokes (ischemic, non-disabling) occurred following multiple valve repositioning maneuvers in a pair of patients who underwent tavi with a medtronic evolut system. Also, in one of these patients, ¿significant¿ valve frame infolding happened, necessitating systemretrieval and exchange. None of the other clinical events were linked to a medtronic device.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: generic brand name: medtronic transcatheter delivery system, product ID: mdt-trans dcs, serial/lot: unknown, use by date: unknown, UDI: unknown. Citation: khokhar aa, jørgensen th, thyregod hgh, sondergaard l, prendergast b, de backer o. In-depth, patient-level analysis of clinical events in the notion-2 trial. Eurointervention. 2025;21(19):e1169-e1171. Published 2025 oct 6. Doi:10.4244/eij-d-25-00139 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.